Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was high leakage in reverse polarity 403 micro amps. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) determined there was a channel a heater assembly failure. The fsr replaced the heater assembly and returned the suspect heater assembly to the MFR for eval.